Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. The customer's blood glucose level was 180 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.